Event description:
Complaint was received in a batch report from the distributor ((B)(4)) on (B)(6) 2013. No other info was provided. Caller alleges false negative hcg results. No pt info was provided.

Manufacturer narrative:
Customer did not provide a lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the info provided. This issue will be tracked and trended. Customer did not provide a lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the info provided. This issue will be tracked and trended. Corrective action not required at this time.